Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility.

Event description:
It was reported by nurse that the patient child had the catheterization of 3f three way valve catheter through the left basilic vein. After the treatment was completed, there was reported resistance during the tube removal on (B)(6). Conducted x ray examination and found the tip end of the catheter allegedly moved up to the entry site of the vena cava. The color doppler ultrasound showed it was normal without thrombus. On (B)(6), the guidewire was placed into the catheter by the invasive technology department but the tube still could not be removed. On (B)(6), invited the vascular surgery department of the south area of the hospital cut the auxiliary vein to remove the tube. During the tube removal, the catheter was said to be broken, and part of the tube was removed out of the body but was not kept. There is reportedly still 9cm adhesive tube inside the body unable to be removed. On (B)(6), went to department of vascular surgery of the hospital for consultation. It was reported there were two solutions for the patient's family to choose: conduct thoracotomy to remove the residual catheter or keep the catheter inside the body, and temporarily keep it. The patient's family chose temporarily not remove the tube, and brought the patient child home.